Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple episodes of right atrial lead noise was noted and reproduce with isometric exercises. The lead was capped and replaced on (B)(6) 2019. Patient was stable.